Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer took a shot this morning when her blood glucose was 294 mg/dl and also took an injection and was usually between 100 mg/dl and 175 mg/dl. The blood glucose at time of incident was 279 mg/dl and current blood glucose was 294 mg/dl. Customer reported the following symptoms related to their high blood glucose were nausea, trouble breathing. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.